Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that the device was constantly alarming - no display. No patient injury was reported.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No disposable messages error was found in event history log. Customer problem was duplicated during investigation. Unable to perform device pump with cassette because of "no disposable pump won't run" message on the pump display and continuous alarm. Lens was foggy. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor and lens.